Manufacturer narrative:
A getinge field service engineer (fse) was not dispatched to evaluate the iabp unit because the fse contacted facility and unit was not seated properly. Technician reseated unit into cart and batteries starting charging. The unit is now back in service. H3 other text : evaluation not requested by complainant.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) has no power to the unit. There was no patient involvement.